Event description:
The initial reporter alleged discrepant results for two patient samples tested with the elecsys hiv combi pt assay on the cobas 8000 - cobas e 602 module. The same samples were tested multiple times over a period of approximately two weeks. For patient 1, the sample initially generated a non-reactive result of 0.165 coi on (B)(6) 2020 at 12:34:30. Subsequent testing of the same sample on (B)(6) 2020 at 11:51:26 produced a reactive result of 5.73 coi. Further testing on (B)(6) 2020 at 09:38:01 yielded a reactive result of 6.89 coi. Additional re-runs after centrifugation produced reactive results of 7.07 coi, 6.92 coi, and 6.92 coi. For patient 2, the sample initially generated a non-reactive result of 0.152 coi on (B)(6) 2020 at 12:34:31. Subsequent testing of the same sample on (B)(6) 2020 at 11:51:26 produced a reactive result of 3.67 coi. Further testing on (B)(6) 2020 at 09:38:01 yielded a reactive result of 3.95 coi. Additional re-runs after centrifugation produced reactive results of 4.11 coi, 4.11 coi, and 4.01 coi. The results were not reported.

Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the initial discrepant non-reactive results may have been caused by a handling issue. Specifically, the use of 13x75mm tubes without a mandatory rack adapter was identified as a potential contributing factor. A review of alarm traces indicated some "abnormal sample aspiration" alarms. Quality control data was reviewed and found to be mostly within range, with some outliers noted. The device remains in operation at the customer site.